Event description:
It was reported the patient had a poor visual outcome postoperative implant of the intraocular lens. The iol was removed and replaced without complication.

Manufacturer narrative:
The lens was received and the diopter measured correct as labeled. Batch records were reviewed, no deviations found. Visual inspection of the optic took place and no optical deviations could be found. This information reasonably suggests this adverse event is not manufacturing related. No additional reports received for lenses in this lot and iol met specifications prior to release.